Manufacturer narrative:
Concomitant products: 407652 lead, implanted: (B)(6) 2006, 305c25 tissue valve, impanted (B)(6) 2006.

Event description:
It was reported that the patient experienced muscle stimulation and felt discomfort. Further evaluation confirmed pectoral stimulation at high output on the right ventricular (rv) lead. It was discovered during the revision that the proximal portion of the lead showed obvious insulation breach. The lead was partially explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.